Event description:
It was reported that a small volume folfusor leaked into its overpouch. The device had been filled with 3750 mg fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from may 7, 2014 to may 8, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted fluid inside of the package that contained the unit. The device was then removed from the package and an untightened blue winged luer cap was identified. A functional leak test was then performed; the device was refilled with water, its luer cap was hand tightened, and the unit was monitored for leakage until the following day. No leakage was identified during this test. A defective device was unable to be verified; however, an untightened luer cap was identified and is a known cause of leakage. The device was found to operate within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.